Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump went blank for no apparent reason. The patient's blood glucose at the time of incident was 7.0 mmol/l. Troubleshooting was initiated for the blank display anomaly. The customer stated that there was an indentation on the back of the insulin pump around the label; the customer did not know how the indentation got there. He customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. The insulin pump minor scratches on the case and lcd window.